Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call of issues with customer's high blood glucose levels. The customer's blood glucose level at the time of incident was 380mg/dl. The customer's most current level was 273mg/dl. The customer states they treated with the pump. The wife states the paramedics responded to the customer's high. Troubleshoot was conducted. The customer declined to conduct high pressure test. The customer states they will be contacting their healthcare provider over pump settings and readjustments. The wife also mentioned customer's blood glucose levels dropping to 28mg/dl when paramedics responded.